Manufacturer narrative:
The returned device was evaluated and the device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No damages or defects were found that would indicate any struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod. The patient reports they had been vomiting. The patient had been on steroids as well as antibiotics due to an unrelated infection. One at the hospital the patient was treated with intravenous fluids as well as 10 units of manual insulin via injection. The patients was released from the hospital after 4 hours.